Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from device were not forming appropriately. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Pictures were received from the customer of the clips: ees field quality engineer reviewed the pictures related to the clip formation of er320. Based on what I could see in two of the pictures, it appears as: the cystic duct may not have been completely seated in the clip applier jaws and/or was being pulled off of the cystic duct before the clip applier had completely opened. When this action takes place the clip applier will not close securley on the structure and could be pulled off the structure as the clip applier is being opened and removed from the structure. There is supporting evidence of this type of firing action in the pictures. If you look at the clip that is on the duct in the middle area you can see that a 3rd to a half of the clip is hanging off the duct. Summary pulling off duct prior to completeing the firing stroke and allowing the clip applier to fully open. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.